Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that throughout the longevity of implant of this unknown electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) in this unknown patient, inappropriate shocks were observed due to t wave oversensing. In addition, a decrease in wave height along with sensing polarity changes occurred. Also, oversensing from ablation therapy was observed. This patient experienced changes in medication. It is unknown if this electrode remains in service or if there were adverse patient effects.